Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After inspection after dishwasher it was discovered that the thread is "broken."

Event description:
After inspection after dishwasher it was discovered that the thread is "broken."

Manufacturer narrative:
An event regarding thread damage involving a cutting edge impactor was reported. Review of the product history records indicate that devices were manufactured and accepted into final stock with no reported relevant discrepancies. There have been no other events for the reported lot. It was reported that the thread was broken. Visual inspection of the returned device noted that the device was returned in used condition. Scratch marks are observed on the surface of the device. The threads are observed to be damaged. Examination of the returned device by a material analysis engineer indicated that damage observed on threads consistent with cross threading and off axis loading. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The device was discovered during inspection after washing. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
After inspection after dishwasher it was discovered that the thread is "broken."